Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test and was unable to prime at 4.0lbs during the prime/compromised force sensor system test due to faulty force sensor resistor. The pump had a minor scratched lcd window, a cracked display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. The alarm can't be cleared and the pump was stuck in a prime rewind loop. Customer was advised to return the pump and have it replaced.